Event description:
Initial procedure was carpel tunnel syndrome surgery, lesion of ulnar nerve cubital, disruption of operative wound. Applied surgiwrap in taco wrap fashion around nerve bundle. 2nd surgery to remove the surgiwrap in feb due to constant drainage of incision site from 2/06. Cultures were taken and found negative for infection.